Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer experienced non-intuitive motion. The technical service engineer (tse) reviewed the system logs and found no related errors then advised the customer to check the finger clutch settings on the surgeon side console (ssc), the drape on the arms, and the endoscope rotation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that they were unable to change the up and down angle of the 30 degrees endoscope. The issue occurred while trying to manipulate the endoscope. The customer replaced the endoscope to resolve the issue. There was no patient injury due to the issue.

Manufacturer narrative:
The reported event was addressed with phone support. Customer was able to resolve the issue by replacing the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi has not receive the endoscope involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.